Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located in a hill-rom service center and not in use. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found during a between patient inspection of the bed that the left foot brake would not lock and the bed still rolled when the brake was set. The technician replaced the left foot brake caster to resolve the issue. Based on this information, no further action is required.